Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 414 mg/dl. The customer also reported that the insulin pump had a drive support cap that was flush. The customer treated using the insulin pump, and her most recent blood glucose was 351 mg/dl. She noted that she had felt sleepy earlier as a symptom of high blood glucose. She was unsure how the damage occurred to the insulin pump. She had not pressed the drive support cap while being connected to the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.